Event description:
In this event it is reported that a palodent v3 univ 2 ring refil broke during use. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
5-10-2023: returned product v3 ring universal (new improved v5 ring) with 3 broken tynes. Overmolding ID ¿e¿ may & ¿n¿ 2022. Product does not meet specification, DHR review/retain evaluation to occur. (Nwv). 5-10-2023: final product retains are not kept as per normal procedure. Ring over-molding retains from batches 05512213 & 05511630 were pulled, reviewed, and deemed acceptable as per 0290-ip-7.5-60-58 and meet all form/fit/function. (Nwv). 5-10-2023: DHR for item# 659760v batch# 05511980 has been pulled, reviewed, and attached to this case. DHR review did not indicate any production issues while packaging/labeling the palodent v3 univ 2 ring refil. Work order (B)(4) is the packaging work order which utilized 2 different over-molding of the springs to rings production work orders/runs in which are 05512213 (produced 05-2022) & 05511630 (produced 06-2022). Dhrs for each of these molding work orders have also been pulled, reviewed, and attached to this case. DHR reviews did indicate contamination issues in production, however the overmolding plastic is removed and re-overmolded as part of normal process. All inspections performed and deemed acceptable by the operator(s) and quality as per 0290-wi-7.5-60-14 & 0290-ip-7.5-60-58. (Nwv).